Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736226, software version: 1.3.2. A medtronic representative went to the site to test the equipment. Testing revealed that the system passed all testing. The navigation system then passed the system checkout and was found to be fully functional. (B)(4 .are applicable to the system checkout. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.(B)(4) are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used during a functional endoscopic sinus surgery (fess). It was reported that the system displayed an error on the screen. The error reads as an "internal error" and requested that the user restart the system. The local representative (ent) rebooted the system after each occurrence. This occurred 5 times during the case. Each reboot was about a 2-3 min delay. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. It was later reported that the advanced feature license and 1.3.2 was installed. The archive contained a large amount of annotations. The error occurred 4 more times and was requiring them to restart the device multiple times throughout the case causing significant delay. It was noted that this had occurred on the unit in a previous case before. Technical services (ts) noted that the error occurred while on the phone and they checked the error message. It read internal error 64. Ts advised the only real troubleshooting they could do while the case was occurring was to delete the patient exams and reload them, as the registration model could have been causing such an issue. There were not multiple merged exams.